Event description:
It was reported that during a repeat ablation procedure, the patient experienced heart failure and a peri-interventional hemodynamically unstable condition that required treatment with high-dose catecholamines, as well as arrhythmia, and anti-diuretic medications. It was noted that the patient had a long-known history of heart failure and was already unstable during preparation for the procedure. The patient was monitored in the intensive care unit, and the adverse event led to a prolongation of the existing hospitalization and to balancing and re-establishment of heart failure therapy. It was also reported that the procedure was completed with another manufacturer's ablation catheter. The patient recovered and was discharged after five days of hospitalization. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.